Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on 21-mar-2018 stating the following "the fna needle is not coming out the end of the scope properly" involving pentax video gastroscope ultrasound-linear array eg-3870utk/serial (B)(4). No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported by the user. On 23/mar/2018, pentax medical issue (B)(4) for the return of the unit for further evaluation.